Manufacturer narrative:
The lens was returned dry in a lens case/vial. There was clear surgical residue/debris on the product. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
A 12.1mm vicmo12.1 implantable collamer lens, -12.0 diopter was reported as a complaint. Received information that the lens was not implanted and "cornea is clear." Attempts to obtain clarification/additional information have not been successful.

Manufacturer narrative:
Please disregard previous statement. (B)(4).

Event description:
The reported indicated that, before opening the vial containing a 13.2mm vicmo 13.2 -12.0 diopter implantable collamer lens, it was discovered to have a tear/break. This occurred on (B)(6) 2018. The cause of the event is reported as "transportation to distributor." Noting that 2 lenses were shipped and 1 was damaged. The lens was not implanted.